Event description:
Nurse walked by room #2 and saw smoke coming out of exam table. Nurse called for assistance and walked into room to unplug the table. Maintenance called and removed exam table to the garage.